Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The 3.5x48mm rx xience xpedition stent referenced is being filed under a separate medwatch MFR number. It should be noted the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. Accepted practice generally targets an initial deployment pressure that would achieve a stent graft inner diameter ratio of about 1.1 times the reference vessel diameter (refer to product label for in vitro stent graft inner diameter, nominal pressure, and rated burst pressure). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak and patient effects cannot be determined and the subsequent treatments appear to be related to the circumstances of the procedure. The reported patient effects of hypotension, cardiac tamponade and death, as listed in the graftmaster rapid exchange coronary stent graft system instructions for use, are known patient effects that may be associated with coronary stenting. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure on (B)(6) 2015 was to treat a de novo, long diffused lesion in the proximal to mid left anterior descending (lad) artery with mild tortuosity and mild calcification and the patient presented with stable angina. Pre-dilatation was performed with a 2.5x15 mm trek balloon dilatation catheter (bdc). A 3.5x48 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was deployed at 14 atmospheres (atm) for 20 seconds. Reportedly, there was still waist observed after the stent was implanted and a 4.0x8 mm nc trek bdc was advanced for post-dilatation. Multiple post-dilatations were done (16atm for 16secs, 16atm for 10 secs, three; 16atm for 8secs, twice; 18atm for 12secs; 18atm for 5secs and 18atm for 15secs) and during the last inflation, the patient suddenly complained of chest pain. A perforation was noted at the mid segment of the lad. A 2.8x26 mm rx graftmaster stent system was advanced and the stent was deployed at 12 atm for 6 seconds. Re-run of cine was performed and angiography showed the bleeding site had stopped and the procedure was ended. However, at midnight that evening the patient's blood pressure dropped and after checking on angiography bleeding was still noted where the graftmaster stent was implanted for treatment of the perforation. The patient was sent for emergency coronary artery bypass graft (CABG); however, the patient failed to survive the surgery and passed away on (B)(6) 2015 due to cardiac tamponade from the uncontrolled perforation and cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). Difference in the size of the 2.80x26 mm rx graftmaster stent and the 3.5 mm xience xpedition stent that was originally implanted suggests that the graftmaster stent may have been undersized, contributing to the inability to seal the perforation.